Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor, urinary/bowel dysfunction, and urge incontinence. It was reported that the patient could not find a comfortable program that gave her relief after sling surgery one year after getting implant. Pt is complaining that her heart rate has been dropping and she is worried the electricity from the device is causing heart problems. Previous rep reprogrammed device multiple times but there was still no relief. The hcp stated the lead looked normal under x-ray. The device was explanted.